Event description:
Additional information was received. It was reported that approximately one month post-intervention, the left limb of the stent graft became occluded again. The patient complained of pain when walking, but is otherwise fine. No additional clinical sequelae were reported, and the patient will be monitored.

Event description:
Additional information was received. A subsequent follow-up CT revealed no blood flow from the top of the contralateral gate to the femoral head. The physician indicated that the occlusion was likely caused by disease in the external iliac artery just distal to the stent graft. The physician performed a thrombectomy. There was an organized thrombus just below the flow divider that would not come out, so a 16x16x82 endurant limb was implanted a little higher than the existing limb and just above the flow divider, and the area was ballooned with a 14 x 2 balloon. Another manufacturer¿s 9 x 58 stent graft was placed in the distal limb/external iliac and post-dilated with a 12mm balloon in the larger part. Final imaging showed the occlusion to be resolved. A review of returned films pre-implant showed that the proximal neck ID was approximately 20mm x 15mm long, and was angled 55 degrees. The maximum aaa diameter was 6cm. The iliacs were mildly tortuous, and the vessels were calcified. The distal left common iliac diameter was 10mm (flow lumen) and the left external diameter was 9mm. Cta's 5-weeks post-implant showed that the stent graft was positioned in the angulated neck. The ipsilateral limb was in the right iliac. The contralateral limb and extension extended into the left external iliac. The contralateral limb was completely occluded beginning at the bifurcate flow divider, and flow resumes in the left femoral artery. The ipsilateral limb is patent. No stent graft kinks were observed. The minimum ID of the contralateral limb was 12mm within the aaa, and 6 - 8mm within the left external iliac. The cause of the occlusion could not be confirmed. It is possible that the abrupt narrowing of the contralateral limb within the left external iliac, along with possible stent graft oversizing, may have contributed to the occlusion. This may also have been caused by a patient related issue.

Manufacturer narrative:
(B)(4). Results: vascular trauma. Left iliac artery ectasia. Overballooning the small diameter iliac artery. Conclusions: vascular trauma. Left iliac artery ectasia. Overballooning the small diameter iliac artery.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm with a maximum diameter of 6.0 cm. The proximal aortic neck was 20.6 ¿ 19 mm in diameter, and 15 mm long. The proximal to distal diameters of the right iliac artery were 14 ¿ 10 ¿ 12 mm. The proximal to distal diameters of the ectatic left iliac artery were 21 ¿ 20 ¿ 12 mm. It was reported that intra-operatively the physician used a reliant balloon to model the distal portion of the contralateral limb. This resulted in a rupture of the distal right common iliac artery. The physician implanted an endurant 1613124, extending the stent graft into the left external iliac artery and excluding the iliac rupture. Blood loss as a result of the perforation was reported to be minimal. The physician commented that the perforation was likely caused by the flared portion of the endurant limb landing in the narrow segment of the distal iliac, which was then overballooned. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Methods: films.